Manufacturer narrative:
The reported event, housing disassembled as it fractured/detached from the top housing, was confirmed. No other symptom failures were found. An aseptic housing top damaged-cracked was determined. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that after sterilization procedure at user facility that the aseptic housing fractured and top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that after sterilization procedure at user facility, the aseptic housing fractured and top housing was detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.